Manufacturer narrative:
Concomitant medical products: nexgen all-poly patella, 29mm catalog#: 00597206529 lot#: 60691355, nexgen lps-flex option femoral, size d-rt catalog#: 00596401452 lot#: 60643383, nexgen precoat stemmed tibial plate, sz 3 catalog#: 00598003701 lot#: 60750802. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a right knee revision surgery approximately 10 years post primary surgery, due to instability. During the surgery, the articular surface was revised. No loosening was found. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown nexgen knee femoral cat#:00596401452 , lot#: 60643383. Unknown nexgen tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised on right knee due to instability subsequently after the knee arthroplasty.